Event description:
It was reported that patient had issues recharging and communicating with the implantable neurostimulator (ins). Manufacturer representative (rep) reported patient was going into surgery to have a second ins implanted however, on the day of surgery patient reported the ins would not hold a charge as long as it previously would. Patient was unsure if any settings were changed recently. The surgeon determined they would replace the ins during the procedure. It was reported that patient had pain.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The procedure was being done to add a 2nd lead to existing ipg, as the patient was initially only implanted with one. The patient did have pain that was not being covered by the one lead, hence the need for a procedure to implant a 2nd lead. The pain reported was unrelated to any issues with the system (other than not having enough coverage with one lead). The ipg issue was reported to the rep and the doctor the day of the surgery so the hcp made the decision to just replace the battery. There was no troubleshooting performed or know known cause of the issue as I wrote in my initial note. The doctor has been made aware and confirmed this info.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.